Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, and the inability to evaluate the subject device, a definitive root cause of the intermittent video image loss could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was recommended to swap the device to see if it resolved the issue. The device was replaced and the issues resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus technical assistance center (tac), that the evis exera iii video system center had intermittent video image loss. The image including the patient data was lost and the cabling was done through a boom. The issue occurred with different scopes and happened without any outside interference. The customer further stated he has seen the image go black even when they were not doing anything except observing. The customer was not moving the scope, taking pictures, or using any cautery. There were no reports of patient harm associated with the event.